Manufacturer narrative:
Failure analysis revealed that the device had a cracked end cap and the alarm was not confirmed. The device was received with bleeding lcd glass, protruded/loose drive support disk, scratched screen, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 236 mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.